Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: brouwer, t. F., d. Yilmaz, et al. (2016). "Long-term clinical outcomes of subcutaneous versus transvenous implantable defibrillator therapy." J am coll cardiol 68(19): 2047-2055.

Event description:
Boston scientific received information from a journal article of a study comparing the long-term clinical outcomes of subcutaneous implantable cardioverter defibrillator (s-ICD) and transvenous implantable cardioverter defibrillator (ICD) therapy. During the course of the study, several different complications were reported that occurred with the patients implanted with s-ICD systems: 1 electrode dislodgement, 8 infections/erosions, 1 defibrillation threshold (dft) test failure, 2 inappropriate sensing, 20 that experienced inappropriate shocks, 1 device failure, 1 twiddler's syndrome, and 2 deaths. The specific serial number information for the s-ICD devices or electrodes was not provided in the article and was unable to be obtained. No additional adverse patient effects were reported.